Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported mechanical complication after implantation of model zxt150 multifocal iol (intraocular lens). The lens was explanted on (B)(6) 2019 and a replacement lens, model zxr00 25.0 diopter was used. No additional information provided.

Manufacturer narrative:
Based on new information received, mechanical complication is reportedly defined as lens sat wrong in patient's eye causing patient not to see well out of it and patient was not able to bear or tolerate it. This issue was first noted on (B)(6) 2019. Patient was doing good at the time of discharge. The following field has been updated accordingly: date of event: (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In review, it was noted that the incorrect date (3/5/2019) was inadvertently entered in section "date of this report" of the supplemental MDR report#1; therefore, the date has been corrected in this supplemental report. The following field was updated accordingly: date of this report: 03/06/2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.